Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. No drug information was provided. It was reported the patient was having a dye study done on (B)(6) 2017 due to their device not helping the pain as much (not specified if device was pump or stimulation system). Additional information received on (B)(6) 2017 from a health care provider (hcp) reported the results of the dye study showed the catheter was broken. The patient was scheduled to have the catheter replaced as well as the pump since it was close to end of battery life. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709 lot# (B)(4) implanted: (B)(6)2006 explanted: (B)(6)2017. Product type catheter ,product ID 8596sc lot# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a nurse reported the patient¿s stimulation device was fine. The patient was last seen on (B)(6)2017. At that appointment, it was determined that the patient¿s catheter was occluded, and the pump life was near normal end of life. Hence, the pump was not able to manage the patient¿s pain. The patient had been referred to the surgeon for the replacement of the pump and the catheter. The replacement was taking place on (B)(6)2017. No other issues had been reported to the hcp since.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-24. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-24 from the healthcare provider. It was reported that the patient's issue with increased pain was due to a malfunctioned pump. The hcp planned on replacing the patient's pump on (B)(6) 2017. No further complications were reported.